Event description:
It was reported than an asymptomatic patient presented in clinic follow up. Upon device interrogation, an alert for non-sustained lead noise was presented caused by post-paced t-wave oversensing on the ventricular lead when pacing. The non-sustained lead noise episode occurred due to mismatch between the near field and the far field channel while sensing post paced t-wave oversensing. The device was reprogrammed successfully and remains implanted.

Manufacturer narrative:
(B)(6).